Event description:
It was reported by a customer on (B)(6) 2011 when the physician was using the filter there was too bright of a flash. Per additional info provided by the customer and the MFR company reps, it was determined that the aepf had optical damage (coating issue).

Manufacturer narrative:
Additional info was received on (B)(6) 2011 which indicated an MDR was required.